Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, the surgeon was clipping the short gastric vessels between with stomach and the spleen. The clips were not forming properly and seemed to be not closing all the way. Bleeding occurred and was controlled with another device. 5-7 clips were used before the device was pulled from the field. No torquing or tension was present. Another same device was used to achieve hemostasis.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.